Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-implant, the insertable cardiac monitor was undersensing when the patient sat up. A new device was implanted. The physician decided to leave the first device implanted as inactive and planned to explant both devices when the active device reaches elective replacement indicator. The patient was discharged after the procedure.